Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a faulty printed circuit board (patient board set).

Event description:
A user facility reported to olympus that when the scope was plugged in, random colors were observed. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.